Event description:
It was reported that a remote transmission indicated that the left ventricular threshold increased. There is a potential loss of capture. The left ventricular lead remains in use. No patient complications have been reported as a result of this event.